Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the patient believes the patient received a shock. The patient was advised to go to the emergency room (ER). The right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance out of range. An interrogation report indicated that no shock therapy was delivered. The rv lead was tested and found to have unstable thresholds and varying lead impedance. The lead was programmed off until lead revision. During lead revision, it was found that the implantable cardioverter defibrillator (ICD) had a loose set screw and the lead had pulled out. The lead was reinserted, and the set screw was tightened. The lead was tested and working within normal limits. The lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.